Event description:
It was reported to philips by a customer that the unit's nav-ring is not working. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported the unit's nav-ring is not working. The rse confirmed with biomed that the nav-ring is currently working. To further evaluate the device, the rse created an action assignment for a field service engineer to be dispatched. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The front bezel was replaced. The bezel was not returned for evaluation; however previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Manufacturer narrative:
Per authorized service personnel (asp) he spoke with the customer and the customer confirmed that their census is too high to pull any devices. The customer stated they are the only hospital in town now, so they are in constant use. The (asp) have placed this site on a covid hold for the time being. The (asp) will continue to reach out on a monthly basis per the covid hold for an update on devices. If additional information is received at a later date, a supplemental report will be submitted.